Event description:
The device failed on 12/15/99 around 10:00 hrs. Kion display was dark and continuous alarm - red light flashed. The field svc engineer opened the control panel and p9 "can power info" disconnected several times and reconnected. There are connecting problems with the amp plug. The device was again ok. There was no pt injury.